Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed multiple insulin pump error alarm. It was also mentioned that the power error alarm detected twice in alarm history. Blood glucose level was unknown. The insulin pump will not be returned for analysis.